Event description:
During end-of-service replacement of the generator, high lead impedance was seen when the new generator was attached to the old leads. X-rays were not taken prior to surgery. It was indicated that there was no known pt manipulation or trauma to the device. The new generator was left in place and the pt is being scheduled for lead revision surgery. Good faith attempts to obtain additional info regarding the reported event were unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.